Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2011. Following the procedure, on (B)(6) 2015, the patient experienced mesh exposure. The patient is scheduled for surgical excision of the exposed mesh under general anesthesia. Additional information has been requested.